Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardioverter defibrillator in back-up vvi mode. The device was programmed back to normal function. After the programming a full device check was performed, and it was noted that the left ventricular lead was not capturing. The device was programmed to right ventricular pacing only. No further interventions have been reported. The patient was stable before and after the event.